Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a trilogy ev300 device. There was no harm or injury reported. The customer placed a service call to the local philips help desk for this issue. A philips remote service engineer (rse) assisted the operator on this issue. The customer informed the philips rse that the trilogy ev300 device was going into vent inop and displaying a red banner vent inop on the device. The customer informed the philips rse that they wanted onsite service for the device. The philips rse dispatched a field service engineer (fse) to the customer site for this issue. The fse evaluated and determined the three-way (3-way) solenoid valve was causing the issue to occur on the device. The fse replaced the device's 3-way solenoid valve to resolve the issue on the device. After replacing the part, the fse upgraded the software on the device. The fse confirmed the device was operational and placed back into clinical use.